Event description:
It was reported that a homechoice cassette leaked from the patient line; further described as ¿carpet was found to be wet¿. The patient was connected at the time of the event. This occurred during drain one of six of peritoneal dialysis therapy. Renal therapy services assisted the patient to end the therapy session. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was discarded and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.